Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy for gunshot wound, the stapler would not close on the tissue and would not fire. It was stated that the stapler acted like a one-time use stapler that had already been fired. The stapler was removed from the sterile fired a new one opened and without incident. There was no patient harm.